Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint appears to be a coincidental event that was related to user (hcp) handling as it was reported via reply card "that there was a surgeon lens loading error, surgeon didn't enlarge the incision and the lens didn't go into the eye properly". Based on this information, the product did not cause/contribute to the event. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during intraocular lens (iol) implant procedure there was lens loading error, surgeon did not enlarge the incision and the lens did not go into the eye properly. Lens was explanted in the initial procedure and was replaced with an unspecified lens. There was no harm to the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).